Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). Devices not received, log review only. The device logs and customer data set have been received. A follow up report will be submitted when the investigation is complete.

Event description:
The customer requested assistance investigating a report that the device "delivered too fast". There was no patient harm. Although requested, virtually no further details of the event or patient information has been provided by the customer.